Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm emerge¿ balloon catheter was selected for use and advanced to dilate the lesion. During the procedure, the physician noted that the "holding guide of the balloon" was broken during advancement through the guide catheter. The device was immediately withdrawn and the sample recovered presents the guide is cut into two pieces and the cut is really clear. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no other devices. The balloon was tightly folded. The hypotube shaft was completely separated 70cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage to the inner or outer shafts. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 20mm emerge¿ balloon catheter was selected for use and advanced to dilate the lesion. During the procedure, the physician noted that the "holding guide of the balloon" was broken during advancement through the guide catheter. The device was immediately withdrawn and the sample recovered presents the guide is cut into two pieces and the cut is really clear. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).